Event description:
The customer reported a speaker malfunction.

Event description:
The customer reported a speaker malfunction.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.